Event description:
It was reported that this event involved a spinal patient admitted with osteomyelitis in sacrum for IV antibiotics with no trauma or difficulty on insertion. While in the spinal ward, the staff attempted to access the PICC to administer routine antibiotics. The PICC line was flushed and at that point a leak was noted around the juncture hub connection. The PICC was dressed and secured, and the issue was reported to the nurse in charge. The nurse then arranged for the PICC, which was placed in the patient's right basilic vein 4 days prior to the leak, to be removed and replaced. Antibiotics were administered via the replacement PICC. There was no reported delay, death, trauma, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.